Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-august-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse due the mechanical errors. The fse found excessive grease in the incubator and on the new sample head assay railing. The fse cleaned out the incubator along with the sample assay railing. The fse also replaced the sample head assembly (complete sampler with slide) and performed an alignment. No further action was required by field service. The most probable cause of the reported event was mechanical fault of sample head assembly.

Event description:
On (B)(6) 2015, a customer reported ongoing analyte precision issues for psa and cea with their aia 600ii analyzer. The customer reported discrepant patient results. The customer is unable to run psa and cea patient samples. A field service engineer (fse) was also dispatched to address the reported event, which resulted in delayed reporting psa and cea patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.